Manufacturer narrative:
Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the internal iliac artery. A 7.0x40x75cm express stent was selected and advanced to treat the target lesion. It was noted that the device had difficulty tracking over an unspecified guide wire. Subsequently the stent was coming off the balloon catheter. An unspecified sheath was placed over the stent. The stent was removed. No further patient complications were reported.